Event description:
It was reported that there was an image quality issue with the 9900 system. The customer noted that the image is a swap from top to bottom when using the image swap option. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image processor, reloaded software, and loaded config files. The system was tested and found to be working as intended and placed back into service.